Manufacturer narrative:
Report date: 11feb2019. Date rec'd by MFR: 09feb2019. The motor controller board was returned to philips for failure investigation. Investigation revealed that the failure was caused by a shorted gate driver. Replacement of the component corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/13/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit logged an error 1134 (blower stalled) and emitted a burning smell. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 12dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery, power management board, motor controller board and retention plate and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.